Manufacturer narrative:
Corrections based on new information.

Event description:
36mm +20 deg pe acetabular liner was exchanged with repair of abductor muscles.

Manufacturer narrative:
Corrected information based on additional information received

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported a revision hip surgery was performed due to hip dislocation.